Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that the o-ring was dry rotted. Since the event occurred during routine testing, there was no pt involvement during this event.